Event description:
It was reported a spectrum pump alarmed system error 345 during therapy in the hemodialysis department. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 345 was confirmed and reproduced while running a loaded set. This condition was determined to have been caused by a failed downstream sensor. The downstream sensor was replaced.